Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2017. Concomitant medical products: catalog # lot # ni ni unknown humeral component, ni ni unknown custom glenoid. Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -08787. Product location unknown.

Event description:
It was reported that a patient underwent a total shoulder arthroplasty. Subsequently, the patient experienced a dislocation and was revised to reverse shoulder in order to improve stability approximately nine (9) months post-implantation. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Pictures of humeral head and poly gleniod are provided. Visual inspection shows that taper is assembled to the humeral head and articulating surface of the humeral head did not show any major damage. Device history record (DHR) review could not be performed, as product and lot information is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total shoulder arthroplasty. Subsequently, the patient experienced a dislocation and was revised to reverse shoulder in order to improve stability approximately nine (9) months post-implantation. No further information is available at this time.